Event description:
The customer contacted physio-control to report that their device had illuminated its service led and locked-up. In this state, the device would not be able to provide therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Device code grid of the supplemental medwatch report indicates blank. Device code grid of the supplemental medwatch report should indicate failure to charge.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and locked-up. In this state, the device would not be able to provide therapy, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and locked-up. In this state, the device would not be able to provide therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. Upon evaluation, it was observed that the device logged an event code which is associated with a device failure to charge for defibrillation energy. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and locked-up. In this state, the device would not be able to provide therapy, if it were necessary. There was no patient use associated with the reported event.